Event description:
It was reported by the rep that (1) mcm30 was not used during a procedure. It was reported that the other clip appliers in the box were used and would not advance the next clip. No extra force was used, the clip applier simply did not clip over. There was no pt consequence. The case was completed with another device.